Manufacturer narrative:
Retainer = clear. Customer returned the pump for alleged pump error 37 alarms found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thus. There were no unexpected pump error 37 alarms noted during testing. A review of the downloaded history files reveals there was one (1) pump error 41 alarm on (B)(6) 2021 at 23:39, eight (8) pump error 37 alarms that occurred on (B)(6) 2021 between 23:40 and 23:56 and one (1) pump error 37 alarm that occurred on (B)(6) 2021 at 00:01. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 at pcba 2), the motor, or the force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 37 alarms found in the history files may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, missing serial number label, end cap address label faded, and pillowing keypad overlay. Pump error 37 and pump error 41 alarms are confirmed. No pump error 37 or pump error 41 alarms noted during testing however, pump error 37 and pump error 41 alarms are found in the history files and may have been an intermittent failure that was not detected during our testing.: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had drive count values incorrect for moving error alarm. The customer stated they were not able to complete the rewind process and were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.